Event description:
On 2000, pt experienced syncopal episode due to intermittent loss of capture as a result of lead microdislodgement. Interrogation of the device the next day found it to be appropriately capturing. However, the pt passed away two weeks later.